Event description:
A patient reported they were unable to test on their meter. Their one touch ii meter allegedly would only prompt "cta" message. There was no result on their meter. There were not other tests or comparisons performed. Not treated. No further information has been reported.